Event description:
The patient reported that over the past 6 months she had 20 vgos where the adhesive does not stay attached. The patient stated that she does clean the area with an alcohol pad and lets it dry before applying the vgo. The patient stated it happens at different times, when she is sweating or takes a shower.